Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient was having an increase in pain. The patient had fell and sat in a hot tub shortly afterwards. A catheter dye study was attempted but the hcp was unable to aspirate the catheter. The issue was not resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.